Event description:
The device displayed an error 1 after the 150 joule test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device displayed an error 1 after the 150 joule test. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.